Event description:
Case description: this serious solicited report from egypt was reported by a patient family member or friend as "there is an issue in the dose counter(device component issue)" with an unspecified onset date , "when pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate)" with an unspecified onset date , "hyperglycemia(hyperglycemia)" with an unspecified onset date , "fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased)" with an unspecified onset date and concerned a 71 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , tresiba penfill (insulin degludec) from unknown start date and ongoing for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart) from unknown start date and ongoing for "type 1 diabetes mellitus", batch numbers: novopen 4: kvg1c38 novopen 4: mvg8b67 tresiba penfill: ns6hw41; action taken to tresiba penfill was not reported. Investigation results: name of the suspect product:novopen 4 batch number of the suspect product: kvg1c38 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name of the suspect product: novopen 4 batch number of the suspect product: mvg8b67 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name of the suspect product: tresiba penfill batch number of the suspect product: ns6hw41 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name of the suspect product: novorapid penfill 3.0 ml batch number of the suspect product: nr7lk13 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Since last submission, case was updated with following information: -final report was ticked in EU/ca device tab for both novopen 4 -inv results updated for both novopen 4 ,tresiba penfill and novorapid penfill 3.0 ml. -is non reportable? Field in device tab for both novopen 4 were updated. -malfunction field updated as "no" for both novopen 4. -expected date of follow up report was deleted for both novopen 4. -imdrf codes (b,c,d,g) updated for both novopen 4. Narrative updated accordingly. Reporter's causality (novopen 4) - there is an issue in the dose counter(device component issue) : unknown when pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : unknown hyperglycemia(hyperglycemia) : probable fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : unknown. Company's causality (novopen 4) - there is an issue in the dose counter(device component issue) : possible when pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : possible. Hyperglycemia(hyperglycemia) : possible. Fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : possible. Reporter's causality (novopen 4) - there is an issue in the dose counter(device component issue) : unknown. When pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : unknown. Hyperglycemia(hyperglycemia) : probable. Fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : unknown. Company's causality (novopen 4) - there is an issue in the dose counter(device component issue) : possible. When pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : possible. Hyperglycemia(hyperglycemia) : possible. Fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : possible. Reporter's causality (tresiba penfill) - there is an issue in the dose counter(device component issue) : unknown. When pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : unknown. Hyperglycemia(hyperglycemia) : unlikely. Fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : unknown. Company's causality (tresiba penfill) - there is an issue in the dose counter(device component issue) : possible. When pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : possible. Hyperglycemia(hyperglycemia) : possible. Fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : possible. Reporter's causality (novorapid penfill) - there is an issue in the dose counter(device component issue) : unknown. When pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : unknown. Hyperglycemia(hyperglycemia) : unlikely. Fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : unknown. Company's causality (novorapid penfill) - there is an issue in the dose counter(device component issue) : possible. When pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate) : possible. Hyperglycemia(hyperglycemia) : possible. Fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased) : possible. References included: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00114 reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00115 reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba and novorapid. H3 continued: evaluation summary name of the suspect product: novopen 4 batch number of the suspect product: mvg8b67 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) there is an issue in the dose counter [device issue] when pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream [device delivery system issue] hyperglycemia [hyperglycaemia] fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl [blood glucose decreased]. Case description: this serious solicited report case from egypt was reported by a patient family member or friend as "there is an issue in the dose counter(device component issue)" with an unspecified onset date, "when pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased)" with an unspecified onset date, and concerned a 71 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , ideg penfill (insulin degludec) (5 iu, qd(at 11pm), subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", , novorapid penfill 3.0 ml (insulin aspart) (7 iu, qd(3u before breakfast, 3u before lunch 1u before dinner ), subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus", patient's height: 119 cm. Patient's weight: 19 kg. Patient's bmi: 13.41713160. Dosage regimens: novopen 4: novopen 4: ideg penfill: novorapid penfill 3.0 ml: novorapid penfill 3.0 ml regimen # 2, 12 iu, qd(5u before breakfast and 5u before lunch and 2u before dinner), subcutaneous, ongoing, exp: 07/--/2025. Current condition: type 1 dm (started from 1 year and 2 months ago (4/2023) procedure: vitamin (vitamin supplement). Concomitant products included - marvit (ascorbic acid, biotin, calcium pantothenate, cyanocobalamin, ferrous fumarate, folic acid, magnesium sulfate, nicotinamide, panax ginseng, pyridoxine hydrochloride, retinol palmitate, riboflavin, royal jelly, selenium, thiamine, tocopherol, zinc), lantus (insulin glargine). On an unspecified date, patient's mother had a doubt whether she gave full dose or not to the patient, as there was an issue in the dose counter, this issue was existing at 2 novopen4. Patient 's mother complained that patient's two np4 were not working as on adjusting the dose counter on the target dose 5u and pressing the dose button the dose counter moved and the pen sometimes injected in drops and sometimes injected in stream (same issue for both pens). Leading to hyperglycemia i.e., bgl (blood glucose) was hi. On an unknown date, patient's hcp increased novorapid doses and shifted to tresiba instead of lantus. Patient 's bgl (blood glucose) become better than before, but it is not covered yet as suffered from: hyperglycemia again from 2 months ago on an unknown date patient's hba1c is 12% (1 month ago), fbs(fasting blood glucose) was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl (day before yesterday). On an unknown date, patient's rbs(blood glucose) ranged from 300-500 mg/dl (last one was 482 or 484 mg/dl). Batch numbers: novopen 4: novopen 4: ideg penfill: ns6hw41, novorapid penfill 3.0 ml: nr7lk13, nr7lk13, action taken to ideg penfill was not reported. Action taken to novorapid penfill 3.0 ml was reported as dose increased. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply the outcome for the event "there is an issue in the dose counter(device component issue)" was not reported. The outcome for the event "when pressing the dose button the dose counter moves and the pen sometimes inject drops and sometimes injects stream(device delivery system inaccurate flow rate)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "fbs was 69 mg/dl (today), 52 mg/dl (yesterday), 49 mg/dl(fasting blood glucose decreased)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission, case was updated with following information: verbatim and coding for the event device component issue was updated. Event device delivery system inaccurate flow rate was added. Narrative updated accordingly. References included: reference type: e2b company number, reference ID#: (B)(4).